Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s mother contacted customer care after the patient experienced an occlusion alert during the night. The patient changed her supplies following the alert, and her blood glucose levels subsequently returned to range. It was explained that the occlusion may have been caused by a bent cannula. The patient was unable to provide the lot number for the infusion set in use. Blood glucose levels were affected during this event, with reported values exceeding 400 mg/dl and remaining above the target range for approximately five hours. The device provided alerts for prolonged elevated blood glucose levels above 300 mg/dl. The patient used back-up therapy and performed ketone testing, which showed small traces. The patient did not receive professional medical intervention, did not require additional assistance, and did not experience any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.